Event description:
Meter was reading inaccurately low. The pt reported a result of 4.0 mmol/l on their meter. They retested on another meter and the result was 139 mg/dl. The pt was unaware that the meter was set to the incorrect unit of measure. The pt reported that the test strips and control solution were in good condition, the codes matched, and the technique was correct. After correcting the unit of measurement, the pt performed two control tests while on the phone with lfs customer services and both tests failed. The pt is being sent new control solution and test strips. No further information has been reported.